Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a cubie pocket were kept failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a cubie pocket were kept failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 28-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple failed cubies had been placed in the same drawer of the pyxis machine. A field service engineer (fse) had replaced the drawer board, retractor band, and pyxis module controller board, and had unseated and reseated the row-board cable on all row boards. The issue had been resolved. The system functioned as intended after the field service engineer repaired the device.